Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique using a 6f sheath prior to an interventional tavi (transcatheter aortic valve implantation) procedure. Reportedly, the first prostyle device was replaced without problems. The second prostyle was used and rotated 30 degrees to the left. The user lifted the lever and opened the foot. User pulled back foot against the vessel wall and pushed down the plunger. When the needles came up from the body the suture was not attached. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the tavi procedure was completed. The first and third pre-placed prostyle sutures were working well, but were not enough for hemostasis so a fourth prostyle device was used. Hemostasis was achieved with the three prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.